Manufacturer narrative:
A ge service representative performed an on site investigation. The image processor was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system intermittently booted up with an error message, "impossible to initialize grabber." It is believed this message likely resulted in a loss of a live image. There are no reports of patient injury or death associated with this event.